Event description:
It was reported that the patient developed an infection. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21280139 UDI: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: na, batch: 21096929, UDI: (B)(4).